Event description:
The following information was provided by the initial reporter: it was reported that the display bugged and wouldn't work. There was patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: found damaged (detached) dso (downstream occlusion) seal.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Damaged (detached) dso (downstream occlusion) seal found, as well as scratched lens. Functional testing performed. Although the customer's issue was duplicated, a scratched lens/display is not considered a reportable event. Damaged/detached dso seal is considered a reportable event. Root cause for the damaged dso seal was undetermined. The dso seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.